Manufacturer narrative:
[Adverse event review clinical note and patient coding verification]: coding was reviewed by a clinician on apr-17-2025 per 100553403 and 100553401 with the available information about the reportable event. Added pc ¿ surgical intervention to (B)(6) per event description. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on april 23, 2025, patient right side also replaced with ref# smhx-430, lot#9651502, serial #(B)(6) on (B)(6) 2025. Patient age at the time of the event was updated to '66 years'. Date when the event occurred was updated to december 05, 2024. The report indicated that on march 10, 2025, removed left implant, right side implant remains. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hematoma and impaired healing. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent primary breast augmentation using a mentor artoura plus smooth ultra high profile 650cc saline tissue expander on the left and an unknown mentor silicone prosthesis on the right experienced bilateral impaired healing and a hematoma at the left implant site postoperatively. The delayed hematoma on the left side necessitated a surgical evacuation. Following this complication, the patient exhibited continued impaired healing bilaterally, prompting a decision to attempt implant salvage through bilateral replacement with a vancomycin and gentamicin slurry. Subsequently, the patient underwent left-sided replacement with a mentor smhx470 implant (sn (B)(6)) on (B)(6) 2025, to address the complications and optimize healing. This reprt relates to the left side.